Event description:
The customer reported being hospitalized for high blood glucose of 606mg/dl. The customer stated that she was experiencing unexplained high blood glucose for the past two days. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.